Event description:
A vns patient reported to a case manager that she has been having seizures and wants her vns turned up. She stated that for the last 2 weeks she has not been able to feel magnet stimulation either. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative who attended the patient¿s clinic visit provided the patient¿s settings had been turned down lower from the replacement surgery by the surgeon. The output setting when the patient came in was 1.0 ma and was re-titrated to 1.5 ma. The neurologist provided that the cause of the increase in seizures and the cause of the patient not feeling the magnet mode was due to the settings having been lowered by the surgeon. Diagnostics were stated to be normal.